Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a dual chamber pacemaker procedure, the right ventricular lead was placed in the septum. An increase in threshold levels was observed during wound closure, which differed from initial tests. However, lead impedances and r wave sensing remained stable. The patient experienced breathlessness and chest pain, leading to suspicions of rv lead perforation of the right ventricle. The patient's systolic blood pressure dropped from 200 to 90. A medical emergency was declared, prompting an echocardiogram to check for pericardial effusion and signs of cardiac tamponade. The patient underwent a cardiac paracentesis, removing 250 ml of fluid, and a drain was placed. They were then admitted to the ICU for recovery, with a follow-up check scheduled for the next morning. Currently, no additional information or adverse patient effects have been reported. The procedure was noted to have been completed successfully. This lead was subsequently explanted and was returned for product investigation.

Event description:
It was reported that during a dual chamber pacemaker procedure, the right ventricular lead was placed in the septum. An increase in threshold levels was observed during wound closure, which differed from initial tests. However, lead impedances and r wave sensing remained stable. The patient experienced breathlessness and chest pain, leading to suspicions of rv lead perforation of the right ventricle. The patient's systolic blood pressure dropped from 200 to 90. A medical emergency was declared, prompting an echocardiogram to check for pericardial effusion and signs of cardiac tamponade. The patient underwent a cardiac paracentesis, removing 250 ml of fluid, and a drain was placed. They were then admitted to the ICU for recovery, with a follow-up check scheduled for the next morning. Currently, no additional information or adverse patient effects have been reported. The procedure was noted to have been completed successfully.

Manufacturer narrative:
Updated field f10 impact codes - added code f1907 - more complex surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a dual chamber pacemaker procedure, the right ventricular lead was placed in the septum. An increase in threshold levels was observed during wound closure, which differed from initial tests. However, lead impedances and r wave sensing remained stable. The patient experienced breathlessness and chest pain, leading to suspicions of rv lead perforation of the right ventricle. The patient's systolic blood pressure dropped from 200 to 90. A medical emergency was declared, prompting an echocardiogram to check for pericardial effusion and signs of cardiac tamponade. The patient underwent a cardiac paracentesis, removing 250 ml of fluid, and a drain was placed. They were then admitted to the ICU for recovery, with a follow-up check scheduled for the next morning. Currently, no additional information or adverse patient effects have been reported. The procedure was noted to have been completed successfully. This lead remains implanted and in service.